Event description:
A malfunction alarm with code malf 15 was reported, and there was no adverse impact on the customer's blood glucose level. The fault ID associated with this issue was 15 ¿ 0x277e, and the code was resettable. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any future issues arise, which they acknowledged and understood.